Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: failure to deploy/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the device failed to deploy and was difficult to remove from the patient anatomy. Counter traction and force were used to remove the device. Hemostasis was achieved using manual compression. Though requested, no additional information was available.